Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported during another procedure (related manufacturer reference number: 3006705815-2026-01260), there were torn loops observed. As a result, the ipg was explanted and replaced to address the issue.